Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had alarmed with pump error: no motor movement. The troubleshooting was performed. The customer was able to clear the alarm but the insulin pump did not rewind. The customer has discontinued using the device. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring= black. Case= ngp. Customer returned insulin pump due to alleged insulin pump error was found on september 28, 2022. Unable to do the displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test due to insulin pump error cause by moisture damage on motor. P-cap was attached and locked into place properly. Device was successfully downloaded using thus for history files and traces. Insulin pump error occurred on september 28, 2022 15:41:16.000 in history files. Insulin pump error noted during testing on november 22, 2022 8:47:57 am. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 2, motor, motor home switch and force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay and label damage (serial number label stained; end cap address label faded). Insulin pump error is confirmed due to moisture damage on motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.